Manufacturer narrative:
The device will not be returned to olympus for evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 8 years since the subject device was manufactured. The device was not returned for evaluation, which prevented the device from being evaluated. The investigation was unable to determine the cause of the device being incorrectly reprocessed (the balloon was still attached to the scope after the scope was reprocessed). The following information is stated in the IFU (instructions for use) which may help to prevent the issue: as a result of confirming contents of instruction manual at the time of product shipment, there are descriptions regarding detachment of balloon in the following sections. 4.4 withdrawal of the endoscope 4.5 removal of the balloon olympus will continue to monitor field performance for this device.

Event description:
The olympus representative (on behalf of the customer) reported to olympus, the evis exera ii ultrasonic bronchofibervideoscope was reprocessed incorrectly, during a troubleshooting session at the user facility the balloon was found to be still attached to the scope after the scope was reprocessed. There were no reports of patient harm.